Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found a pushbutton jammed by the cover, preventing system boot up. The cover was removed and replaced in the correct position. The system operates as intended.